Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged inability to aspirate as no objective evidence has been provided to confirm any alleged deficiency with the port/catheter.the root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include improper access procedure, catheter patency issue, and catheter leak; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2018), PMA/510k concomitant medical products, (results), (conclusions)

Event description:
It was reported that immediately after port placement, there was a small amount of blood when the needle was first placed. It was further reported that the patient complained of pain in the area above the port in the neck during saline flush. Reportedly, the port was unable to aspirate and the device was removed. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The return of the device is pending. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway.

Event description:
It was reported that immediately after port placement, there was a small amount of blood when the needle was first placed. It was further reported that the patient complained of pain in the area above the port in the neck during saline flush. Reportedly, the port was unable to aspirate and the device was removed. There was no reported patient injury.